Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure involving a faradrive steerable sheath, normal backflow was confirmed in the sheath after preparation with no air observed initially. However, after inserting the farawave catheter, air was aspirated during backflow. Despite replacing the syringe multiple times, air aspiration persisted. The bending mechanism was working normally before the procedure started. When the sheath was bent to insert the wire from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv), a snapping sound was noted, and the bend straightened. Subsequent attempts were made to bend the device towards right inferior pulmonary vein (ripv), but the device was not bending. No leak was observed. The procedure was completed using different device (same model). No patient complications were observed. The product is not expected to return as disposed in the facility.